Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (2gm, weekly, ongoing), ceftazidime injection (500mg per bag, intraperitoneal, ongoing) and amikacin injection (100mg, per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the, patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that on an unknown date, the patient was recovered from the event and treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.